Manufacturer narrative:
The insulin pump was received with normal operating currents and no unexpected off no power, low battery or battery out limit alarms or blank display noted. The insulin passed test and no unexpected error alarm noted. The insulin pump was reset with correct time/date and monitored for 48 hours and no reset alarm or memory erase noted. The insulin pump had intermittent button response due to corroded keypad traces. The insulin pump had minor scratches on lcd window, cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a blank display. The customer reported that they received a batter out limit alarm and an unexpected restart alarm. The customer also reported that the esc and act button were unresponsive. The customer's blood glucose was 230 mg/dl at the time of incident. The customer's blood glucose was 67 mg/dl prior to the call. The customer stated that the blood glucose was corrected. The customer stated that they were unable to clear the unexpected restart alarm. The customer stated that the insulin pump was not dropped, bumped nor exposed to moisture. The customer stated that the battery compartment and spring were neither damaged nor corroded. The customer stated that the battery cap contacts were damaged. The customer was advised that the insulin pump will need to be replaced. The customer was also advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.